Event description:
Additional information was received from the patient. It was reported that the wires somehow disconnected on the first stimulator. The patient reported that the event began probably in (B)(6) 2008, but that it might have been 2007. This conflicts with the previous report of the event occurring in 2006. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v004644, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and postlaminectomy pain. It was reported that the patient experienced a fall within the same year they were implanted with their first device which caused the leads to become dislodged. The patient stated that it was replaced with the patient's current implant. This had occurred in 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.